Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. No repair history was identified in the last 12 months. Visual and functional testing was performed and a slight melting on latch lock flex sensor was identified. The downstream occlusion (dso) sensor and printed wiring assembly (pwa) were faulty. The device was deemed beyond economical repair (ber).

Event description:
The customer returned the product for cassette was not attached, during device evaluation, a faulty downstream occlusion (dso) and printed wiring assembly were found. The latch lock sensor had a slight melt. There was no patient involvement.